Manufacturer narrative:
As reported, progel pleural air leak sealant glass broke during use. Evaluation of the sample confirms a broken glass vial. As received the progel content has set up within the applicators spray channels. There is an occlusion noted within the spray tip from harden progel. Based on the sample condition and reported event, the root cause of the glass break is the result of forces applied to the device. As reported, the progel product sat too long after initial application clogging the tip and then excess force was applied to the syringe which broke the vial. The push rod is also twisted further confirming forces applied to the device during use. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a thoracotomy procedure one of the glass vials to break within the progel applicator. The product had been mixed and the applicator assembled, but the progel had hardened in the tip and seems the applicator was not wiped clean before attaching the tip. It was reported that the surgeon assistant applied excessive force to the to expel the product after it hardened, causing the glass vial to break. There was no patient injury.